Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a lite glove. The customer reports that the lite glove tore during use. It was noticed toward the end of the case and the pt was prescribed antibiotics as a precautionary measure.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.